Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to seeing particles. The patient alleges to experiencing shortness of breath. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an visualization of particles related to a CPAP device's sound abatement foam. The patient alleges to experiencing shortness of breath. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and no contamination was found. An internal visual inspection was completed by the manufacturer and found unknown contaminant on the rear panel, and inside the iso port. A small amount of an unknown dust contaminant was observed on the blower, blower seal, and the blower box. Evidence of liquid ingress to the blower was also observed. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer concludes the device has contamination consistent with water ingress. There was no evidence of sound abatement foam degradation. Section d8, d9 and h6 has been updated in this report.